Manufacturer narrative:
72404127, control pump fgs iz.

Event description:
It was reported that patient underwent a reimplant procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient began to leak again, more than the baseline past couple months. Device was sent to pathology.

Manufacturer narrative:
Field change: h3, h6, h10. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is required: 72404127- control pump fgs iz. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a reimplant procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient began to leak again, more than the baseline past couple months. Device was sent to pathology.